Manufacturer narrative:
No motor error alarm noted. Unit was unable to prime during prime/delivery test due to moisture damage on back pressure sensor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. However unit passed basic occlusion test and displacement test. Motor was tested outside the device and passed. Unit had cracked lcd window, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and a motor error alarm. Customer reported that the motor error alarm occurred during basal. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.